Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting off right hemicolon on a radical resection of right colon laparoscopic procedure, the device had poor staple formation, the staple line was incomplete on the distal part and they hand sewed it in order to fixed the staple line. A new device was used to complete the case. The patient has recovered and was discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting off right hemicolon on a radical resection of right colon laparoscopic procedure, the device had a poor staple formation, the staple line was incomplete on the distal part and they hand sewed it in order to fix the staple line. A new device was used to complete the case.